Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a deviation between the stylus tip and the cursor on the screen was confirmed and it was noted that the touch screen (bezel) was worn out. It was also noted that errors in the software history were found. The touch screen (bezel) was replaced and calibrated, new software was installed and the device cleaned. It then passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that there was a deviation between the stylus and the cursor, regardless of calibration. It was further noted that this was a recurring issue. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.